Manufacturer narrative:
(B)(4). Date sent 10/16/2024. Investigation summary: the products were returned for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned samples revealed that the 0012am devices were received in normal wear and no insulation detached was noted. The electrical test was performed and no issues were found. There were no anomalies noted with the functionality of the devices. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the devices that could not be replicated during the laboratory analysis. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. No lot or batch were provided, bhr could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an open heart surgery, the blue cover part of the tip detached during use, so use was stopped. No pieces were left inside the patient. The generator was competitive one. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The blue cover at the tip came off outside the patient. There was no bleeding and no tissue damage.